Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer's spouse stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer's spouse stated that the battery compartment and spring were not damaged or corroded. The customer's spouse stated that the battery cap was not damaged or corroded. The customer's spouse stated that the display did not return after troubleshooting. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The device was received with blank display due to corroded battery tube. After cleaned battery tube unit display properly and passed operating currents, self-test and displacement test. The device had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.